Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed a communication error, the field engineer noted that the system locked up and had to be rebooted when this happened. There is no report of death or serious injury associated with this complaint.